Event description:
Information was received that a patient had an unevenful refractive surgery in 1999. An enchancement was performed in 1999. The microkeratome was not used. On 12/13/1999, the patient presented with an inflammatory response or diffuse lamellar keratitis with some wrinkling. The flap was lifted. The microkeratome, however, was not used and no new flap was cut. Visual acuity: pre-op: o.d. 20/100 o.s. -25/20-2, post-op: o.d. 20/20-1 o.s.-20/25 latest exam: v.a. Ou-20/15-2.